Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone diffusion", "folds, ripples, and rotation" and "stage 2 capsule: the breast is hard" against the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.